Event description:
Customer reported they felt the output of their vaporizer was not accurate. There was no reported pt injury. Co's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.